Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that the connection between the patient's safe lock adp adaptor slides off during treatment causing a fluid leak. Upon follow-up, the patient stated that the connectors are being used with a baxter extraneal icodextrin bags. The patient confirmed that they did not develop any symptoms, injury, adverse event, or require medical intervention as a result of the reported event. The patient has been completing their peritoneal dialysis (pd) treatments. The sample was reported to be available for return to the manufacturer for evaluation.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. The ups tracking number was verified and no information was found that the customer sent the sample. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformance's or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.